Manufacturer narrative:
Alarm history and patient data file review found no new alarms recorded in the freedom driver's eeprom. Visual inspection of external components revealed a black scuff mark on both drivelines and a broken left shoulder strap loop. Visual inspection of internal components revealed the bottom left anchor boss of the front housing was cracked and pulled out from its default position. Freedom driver passed all sections of incoming functional testing. In an attempt to reproduce the customer-reported issue, an additional test was performed. To complete this test the following equipment was used: freedom test batteries, stop watch, and mock tank. To perform this test the driver was connected to the mock tank and powered using the freedom test batteries. After fifteen minutes of operation the left driveline was disconnected for ten seconds, as expected, the driver annunciated a red alarm that recovered when the driveline was re-connected. The driver's screen displayed the following values while disconnected: br 126, fv 37.1, co 4.7 . The operation was repeated for the right driveline; this time, while disconnected and alarming, the display showed br of 126 and asterisks for f.v. And c.o. But again, as expected, the alarm recovered when the driveline was re-connected. The drivelines were then kinked and after a few seconds an alarm annunciated, after ten seconds the kink of the drivelines was released and the alarm recovered. The driver's display showed br of 126 and asterisks for f.v. And c.o. The customer reported issue was reproduced under these circumstances. No permanent alarm was created during this test. Failure investigation for this complaint could not confirm the reported issue via alarm history data review nor functional/observational testing. The complaint was replicated via observational testing. The root cause of the customer reported issue was unable to be conclusively determined. Failure investigation identified no other test failure, damage, or abnormalities that could have contributed to the customer reported alarm and display asterisks. Driver functioned as designed. Patient was switched to a back-up driver without any reported adverse impact. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its evaluation and is closing this file. (If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4). Follow-up report 1.

Manufacturer narrative:
The freedom driver will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR.

Event description:
The customer, a syncardia authorized distributor, reported that the freedom driver had a red alarm, so patient decided to switch the driver. The customer also reported the display was only showing the heart rate value and other values were asterisks. The patient was switched to a back-up driver.